Event description:
Hosp has reported that their last two catheters that were placed, the pt reportedly developed an infection after 2-3 months of use.

Manufacturer narrative:
Unfortunately no complaint sample was provided for eval, and therefore we are unable to determine the cause for the issue reported. A review of applicable documentation could not be performed since no lot info was provided with the complaint report. Therefore, we are unable to confirm the reported issue or determine a root cause.